Manufacturer narrative:
Philips service replaced the hard disk and monitor, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, showing a screen with a disk error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.